Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer also stated that the seat uph is sagging in middle of the seat, dealer advised that the end user seats in the seat.